Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received at the service center. It was sent along with the generator with no allegation of malfunction however a primary visual evaluation revealed that the mode button cover has been broken off and missing. Hence this complaint can be confirmed. The device was however deemed non-repairable and was returned to the customer without repair, hence is unavailable for further evaluation. User mishandling of the device or a probable fall is the root cause of the physical damage to the mode switch. A manufacturing record evaluation was performed for the finished device (lot number : 1708043), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the footswitch device did not operate the generator device. During in-house engineering evaluation, it was determined that the mode button cover was broken off. There was no procedure nor patient involvement reported. No additional information was provided.